Event description:
It was reported that the patient experienced shortness of breath, fatigue, and weakness. The right atrial (ra) lead appears to be undersensing and appears to result in inappropriate atrial pacing and false termination of atrial tachycardia (t)/atrial fibrillation (af) events. The ra lead remains in use. The cardiac resynchronization therapy defibrillator (crt-d) appears to have possibly misclassified ventricular tachycardia (vt) as supra ventricular tachycardia (svt) initially. Additionally, the crt-d potentially inappropriately withheld therapy by the sinus tachycardia discriminator, the episode transitioned to ventricular tachycardia (vt) episode and was appropriately treated with anti-tachycardia pacing. The crt-d remains in use. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1q1 crt-d implanted:(B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.